Event description:
The customer reported that pressure channel 1 (p1) is locking up mid-case and users have to reboot the device to continue. The device was in use on a patient. There was no report of patient or user harm.

Event description:
The customer reported that pressure channel 1 (p1) is locking up mid case and users have to reboot to continue. There was no reported patient impact / injury.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.